Event description:
Patient on a cardiac floor was to receive investigational chemotherapy infusion. Chemo nurse from another floor hung infusion and set rate at 108 ml/hr instead of the 1.8 ml/hr rate that was ordered. Patient was moved to intensive care for monitoring and no other intervention required.